Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported approximately two months post implant that their device is not working and that it does not hold adjustment after it has been programmed. They also reported that they are "breathing heavy". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.